Event description:
The valve was implanted during the surgical procedure. After the transesophageal echocardiogram (tee) study post by-pass, this valve was removed visualisation was notice by the doctor that the valve was defective.